Event description:
Two sets of IV tubing - leaking from the valve below the drip chamber. Actual devices discarded, but packaging for both was saved. Pictures of packaging attached to report. Please note that there was an ecri hazard alert referencing this issue.